Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "after a breast ultrasound and breast deformity, the left prosthesis ruptured", "extracapsular rupture", and "the inspira prosthesis has been recalled". This record is for the left -side. Device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ wrinkling: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. ¿ device wrinkling: unable to observe since it is not related to the device. ¿ deformation: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h.6.

Event description:
Patient reported left side "after a breast ultrasound rupture, deformity, and the inspira prosthesis has been recalled". Healthcare professional later reported via pfn "extracapsular rupture of the implant after 5 years". Healthcare professional later reported via ultrasound "prosthesis with ripples and signs of extracapsular rupture with a collection of gel between the elastomer and the fibrous capsule. Armpits with reactive lymph nodes". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6

Event description:
Patient reported left side "after a breast ultrasound rupture, deformity, and the inspira prosthesis has been recalled". Healthcare professional later reported via pfn "extracapsular rupture of the implant after 5 years". Healthcare professional later reported via ultrasound "prosthesis with ripples and signs of extracapsular rupture with a collection of gel between the elastomer and the fibrous capsule. Armpits with reactive lymph nodes". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side "after a breast ultrasound rupture, deformity, and the inspira prosthesis has been recalled". Healthcare professional later reported via pfn "extracapsular rupture of the implant after 5 years". Healthcare professional later reported via ultrasound "prosthesis with ripples and signs of extracapsular rupture with a collection of gel between the elastomer and the fibrous capsule. Armpits with reactive lymph nodes". Device remains implanted.